Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion (insulin) was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an insulin drip (100 units/100ml) was programmed to infuse at 3ml/hr. However, the infusion was completed within one (1) hour. There was patient involvement, but the outcome is unknown. Although requested, no further information was provided by the customer.